Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that first started high blood glucose of 400 mg/dl and something and sometimes it was 300 mg/dl and sometimes 200 mg/dl but stays in 400 mg/dl first couple of month's. The customer treated with insulin pump and still had high blood glucose after that too. The customer's blood glucose came down to 181 mg/dl. The product was not returned for analysis.